Event description:
Customer called in regarding a priming issue. She has not disconnected, while priming and had delivered part of insulin into her body. She disconnected and attempted to primed another infusion set, but the display did not register accurately either time. Advised customer to drink some fruit juice and the paramedics were notified. Technician remained on the line, until the paramedics arrived.